Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was suddenly unable to communicate with external devices. The patient programmer displayed a communication error. An sjm representative interrogated the system and confirmed the communication issue. The patient is pending an appointment with her physician.